Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01445. The revision reported may have been the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening and osteolysis. The movement of the tibial insert in the tibial tray may have been the result of backside wear of the tibial insert. However, these allegations cannot be confirmed as the devices were not returned for evaluation, images/radiographs were unable to be obtained, and information regarding the other devices and index surgery date were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently the patient was revised to competitor's devices and unknown time after the initial procedure. It was noted the polyethylene insert was loose on the tray, there was no evidence of subsurface delamination, there was no cement found attached to the femoral component when removed, the alignment of primary components appeared fine, the femoral components were loose, the tibial components were well fixed, and there were signs of osteolysis in both the femur and tibia. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time. This is report 1 of 2 for this event/patient.